Manufacturer narrative:
A synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis returned in two sections. A visual examination of the stent found stent damage with proximal stent bunched distally and first distal strut row appears flared. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon appeared in a deflated state with blood like substance visible inside balloon. A visual and microscopic examination of the bumper tip showed damage to the tip of the device. A visual and tactile examination of the hypotube found a laser-cut region fractured 107.4cm distal to the distal end of strain relief - fractured at first spiral. The shaft polymer extrusion coating was separated from the device at this the fracture site leaving the hypotube tab and corewire exposed. Multiple hypotube kinks were also noted. Blood like substance was visible in the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found the port exchange and mid shaft extrusion separated from the hypotube tab. As there was a break in the hypotube separating the manifold, an attempt was made to inflate the device for the 3.00 mm - 5.00 mm sizes. The device was cut 2cm distal to the wire-port to facilitate an inflation attempt. A needle inflation aid was inserted to the inflation lumen of the polymer extrusion shaft. The proximal balloon inflated to approximately 12atm and no leaks were detected. The balloon inflation could not progress past the stent damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified left main (lm). Atherectomy was performed using a 1.50 mm burr. The synergy xd mr us 3.00 x 48mm drug eluting stent was advanced to the lesion and deployment was initiated. The balloon would not inflate. The synergy xd stent was attempted to be withdrawn into the guide catheter. It was observed that the proximal edge of the stent starting to recoil. A guide extension catheter was utilized to slide over the synergy xd stent in the lm. The synergy xd stent was then pulled into the guide catheter. The shaft of the delivery system was broken and the synergy xd stent was removed along with the guidewire and guide catheter. Another stent of same size was successfully used to complete procedure. No patient complications were reported. It was further reported that device was inflated at 8 atmospheres and would not inflate any further. Contrast was not visible in the balloon.

Event description:
It was reported that stent damage and a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified left main (lm). Atherectomy was performed using a 1.50 mm burr. The synergy xd mr us 3.00 x 48mm drug eluting stent was advanced to the lesion and deployment was initiated. The balloon would not inflate. The synergy xd stent was attempted to be withdrawn into the guide catheter. It was observed that the proximal edge of the stent starting to recoil. A guide extension catheter was utilized to slide over the synergy xd stent in the lm. The synergy xd stent was then pulled into the guide catheter. The shaft of the delivery system was broken and the synergy xd stent was removed along with the guidewire and guide catheter. Another stent of same size was successfully used to complete procedure. No patient complications were reported.

Manufacturer narrative:
D11: concomitant product/therapy updated. B5: describe event or problem updated.

Event description:
It was reported that stent damage and a shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified left main (lm). Atherectomy was performed using a 1.50 mm burr. The synergy xd mr us 3.00 x 48mm drug eluting stent was advanced to the lesion and deployment was initiated. The balloon would not inflate. The synergy xd stent was attempted to be withdrawn into the guide catheter. It was observed that the proximal edge of the stent starting to recoil. A guide extension catheter was utilized to slide over the synergy xd stent in the lm. The synergy xd stent was then pulled into the guide catheter. The shaft of the delivery system was broken and the synergy xd stent was removed along with the guidewire and guide catheter. Another stent of same size was successfully used to complete procedure. No patient complications were reported. It was further reported that device was inflated at 8 atmospheres and would not inflate any further. Contrast was not visible in the balloon.